Event description:
The user of the vacu-aide died of cardiopulmonary arrest. He suffered from birth with spina bifida and arnold chiari syndrome. Notice was received of the death on 10/29/93 and an investigation is ongoing of the incident.